Manufacturer narrative:
On 6/30/2017 - the device is currently under evaluation.

Event description:
On 6/13/2017 - the consumer claims that the outer plastic pulled from the wires. While in use of the product, the product started to spark and a small fire in the area of the cord occurred. The consumer was lying down during the incident.

Manufacturer narrative:
On 6/30/2017: the device is currently under evaluation. On 9/22/2017: manufacturer's narrative; cause of line cord rupture is due to excessive bending or strain on the line cord. Our instructions warn the consumer to inspect the cord and discard if cord has ruptured. Due to the nature of this product, the line cord has abnormal stress. We undergo significant testing at the line cord entrance, through our testing at underwriters laboratories (ul). We have a strain relief test and a flex test to be sure this condition is minimized. Pad should not have been used and should have been discarded due to line cord condition. From our ib: 12. Never pull this pad by the supply cord. 13. Do not use the cord as a handle. 14. Carefully examine inner cover and line cord before each use. Discard the pad if inner covering or line cord show any sign of deterioration.

Event description:
On (B)(6) 2017: the consumer claims that the outer plastic pulled from the wires. While in use of the product, the product started to spark and a small fire in the area of the cord occurred. The consumer was lying down during the incident.